Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemorrhoidectomy procedure, upon tissue closure, an unexpected clicking sound was heard from the device. The device's trigger went green, the stapler unlocked and upon firing, there was no clicking sound. It was discovered that the staples were fully opened. Another device was used to complete the case. There was no patient injury.